Manufacturer narrative:
The reported event is confirmed, cause unknown. Photo sample evaluation: received (4) photo samples. Visual evaluation of the photo samples noted an opened used temp sensing foley catheter with syringe. Verified material number for catheter 119314 and manufacturing lot number ngjx4588. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjx4588. Visual inspection noted small tear present at top of drainage lumen. During testing, water flowed through drainage lumen with no difficult and no leakage was present. This is out of specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be" silicone too weak to withstand normal forces applied during use". However, there was insufficient information to confirm this potential root cause. The reported event is addressed within the labeling as it states: directions for use (4) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine did not flow from the foley catheter and leakage occurred from the side. When removed, urine flowed. Per notification from investigator on 19dec2025, it was reported that the small tear present at top of drainage lumen was found during sample evaluation on 15dec2025.

Manufacturer narrative:
Initial reporter name: (B)(6) the investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine did not flow from the foley catheter and leakage occurred from the side. When removed, urine flowed. Per notification from investigator on 19dec2025, it was reported that the small tear present at top of drainage lumen was found during sample evaluation on 15dec2025.